Event description:
It is reported that the surgeon is concerned about the sterility of our implant with regards to the striations and adhesive transfer from the foil lidstock packages.

Manufacturer narrative:
This report will be amended when our investigation is complete.